Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, line a of the device was programmed in the simple delivery mode, to deliver noradrenaline 8 mg/100ml, at a rate of 19 ml/hr, and the delivery was started. No further programming parameters were provided. After the unspecified length of time, the nurse reported the device alarmed with e321 (battery charge timeout), which could not be cleared. At that time, it was reported that the patient's blood pressure decreased to from an unspecified baseline to 72/41 mmhg. The customer contact reported the patient was treated with unspecified number of metarminol boluses to support the blood pressure until a replacement pump was available. The device was removed from clinical service. After approximately 3 minutes, the noradrenaline was resumed using a replacement device. After approximately 4 minutes, the customer contact reported that the patient's blood pressure returned to baseline. No specific values were provided. During testing at the user facility, the e321 alarm was noted in the device alarm log, but was not duplicated during testing. The customer contact reported that during testing, it was noted that the ac power cord was semi dislodged from the device; however, it was reported that when connected to ac power, the ac indicator was illuminated, and the device maintained ac power throughout the testing procedure. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.